Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during the functional testing and the archive data review. The root cause of the reported ua45 was the drive shaft not being at the "home position." The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance, confirming the customer's reported complaint of a stiff drive shaft. The likely root cause was due to normal wear and tear of the platform. This might have caused the user difficulty pulling up the lifeband completely before turning the device on. The autopulse platform was manufactured in 2015 and is over nine years old. Upon visual inspection, no physical damage was noted. The archive data indicated multiple ua45 advisory messages, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon power-up, confirming the reported complaint. The drive shaft and clutch plate were cleaned and deburred to address the stiff driveshaft, and the drive shaft was rotated to the home position to address the ua45 advisory message. The brake gap inspection was performed, and it was verified that the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform sn (B)(6) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) message, and the lifeband could not be retracted. Also, the customer noted that the drive shaft was difficult to rotate. There was no patient involvement.